Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve that was not registering the programmed pressure. The valve was implanted on (B)(6) 2021 with a setting of 5. Troubleshoot was tried but failed. The valve was removed on the same day and was replaced with a 828803pl lot number 4715518.

Manufacturer narrative:
The valve was not returned for evaluation (discarded) therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.